Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain, fever and cloudy effluent. The same day the patient was started on vancomycin (route, dose and frequency not reported). The following day the patient presented to the emergency room and was subsequently hospitalized for the peritonitis event and started treatment with cefazolin (route, dose and frequency not reported), in addition to the vancomycin. The cause of the peritonitis was not reported. The patient was discharged 15 days after hospital admission while continuing ambulatory antibiotic treatment. The treatment was discontinued two days after hospital discharge. The patient was recovered from this peritonitis event. Action with dianeal therapy was not reported. No additional information is available.